Event description:
Caller reported a malfunction on the pump, identified as malf 16. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to reset the pump, and after doing so, the malfunction code did not recur, allowing the customer to continue using the pump.